Event description:
It was reported that the catheter was replaced because it was not providing pain relief. It was indicated that the patient was receiving less than 50% therapy relief. Both a dye and a rotor study were performed and a revision was performed to replace the catheter. At the time of report, there was no patient injury. On the following day, it was reported that the catheter was removed and replaced with a brand new catheter. It had not been leaking cerebrospinal fluid when it was cut in the back. There had been a ¿pain drug cocktail¿ in the pump including morphine and baclofen.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).